Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that about eleven weeks post implant the patient the patient has a pocket hematoma that has been slow to resolve. It was noted that there is a little bit of oozing and there are some areas of skin where the incision skin appears to not be really healthy and might be at risk of breakdown. The patient had pocket revision, repositioned, and wound debridement. Both leads remain in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.